Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of iipv/over-delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 5. The patient's drain volume was 4271ml and the fill volume was 2500ml; this meets iipv criteria. Product surveillance contacted the nurse three months later. The nurse advised that the patient did not report any symptoms during that time. Furthermore, the patient has received a new device since this event and has resumed therapy successfully. There was no patient injury or medical intervention. Follow up with the patient revealed that the patient felt overfilled at the end of therapy. According to the patient his new device is functioning properly and he was able to resume therapy successfully.